Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a kink in the shaft near the handle caused the physician to have to jiggle the delivery system to deploy the stent. The stent was deployed in an incorrect position. The stent was removed from the patient with a snare and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. A photo of the device after the procedure showed the sheath kinked at the guidewire access sheath (gas) and the inner sheath was kinking out of the gas. Another photo showed the stainless steel shaft of the handle was bent as well.

Manufacturer narrative:
Additional information received on may 12, 2020 has been updated to b5. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h10: the returned wallflex biliary stent was analyzed, and a visual evaluation noted that the stent was returned fully covered and undeployed. The stainless steel handle was returned kinked. The inner shaft was returned kinking out of gas, and the outer sheath was returned stretched out in the gas section. A microscopic evaluation confirmed the outer sheath was returned stretched out in the gas section. A functional evaluation to deploy the stent by actuating the delivery system could not be performed because of the kink in the stainless steel handle, the inner shaft kinking out of gas, and the outer sheath stretched out in the gas section. The stent was manually deployed by gripping the outer sheath and pulling the tip distally. A dimensional evaluation noted that outer diameter (od) of the stent was measured within specification. No other issues with the device were noted. The initially reported event of stent positioning issue was not confirmed because the stent was received fully covered and undeployed. Stent failure to deploy was confirmed. The observed failures of the kink in the stainless steel handle, the inner shaft kinking out of gas, and the outer sheath stretched out in the gas section were confirmed. Additionally, it was confirmed that the stent had to be deployed manually by gripping the outer sheath and pulling the tip distally. Most likely, factors encountered during the procedure and/or the interaction with the scope and the patient's anatomy could have caused the physician to use excessive force causing the observed failures. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a kink in the shaft near the handle caused the physician to have to jiggle the delivery system to deploy the stent. The stent was deployed in an incorrect position. The stent was removed from the patient with a snare and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. A photo of the device after the procedure showed the sheath kinked at the guidewire access sheath (gas) and the inner sheath was kinking out of the gas. Another photo showed the stainless steel shaft of the handle was bent as well. Additional information received on may 12, 2020. The complainant rescinded the comment alleging that the stent was deployed in an incorrect position and was removed from the patient with a snare. Reportedly, the stent failed to deploy.